Event description:
Patient reported the event of left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d4, d6a, h4, g2, e3, h6.

Event description:
Healthcare professional later confirmed left side deflation. Device remains implanted.

Event description:
The device has been explanted.

Event description:
Patient reported the event of left side deflation. Later healthcare professional confirmed left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed openings on the device. Additional observations: ¿ observed creases on the device. No further actions are required as the device was implanted.